Event description:
Thank you very much for this. I now have more information on the reason for the service and please can this be added to the request? The patient has reported she feels the knee is not functioning properly and the knee gave way and she fell resulting in 2 fractures in her back. We have not properly been able to assess the knee in clinic currently but would like the loaner here to be swapped over for her to attend. Given the significance of this patient's injury, is there any possibility of receiving a loaner more quickly? Further info from prosthetist, (B)(6) 2026: details of the injury - the patient fractured t4-5 and t12 vertebrae and had initial neurological impairment which have now recovered. The medical treatment - inpatient stay for 8/52 - no ongoing treatment. And if there is any permanent damage - none reported.